Event description:
Nim vital machine was not picking up when the nerve was being manipulated/stimulated during a thyroidectomy. The prass probe was being used to stimulate the nerve and the machine was not signaling when nerve was present, or would signal when the surgeon was nowhere near where the nerve should be. The older version of this machine was then utilized, but the surgeon believes the nerve still may have been cut during the surgery and opted not to do the other side during the procedure.